Manufacturer narrative:
One cadd solis vip pump was returned for analysis with the tamper seal removed and there was lens damage. A sensor test and a functional test was performed to confirm the reported issue of "the cassette not attached" alarm. The reported issue was duplicated, and it's been found that the downstream sensor was contaminated. The sensor will be replaced to resolve the issue.

Event description:
Additional information received indicated that there was no patient involvement.

Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump displayed an alarm that the cassette is not attached properly. There was no reported injury to the patient.